Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 ga x 0.75 in safestep infusion set with y site was returned for investigation. The sample was flushed through the y-site hub with water using a 12 ml syringe and was found to be patent to infusion. The sample was pressurized by activating the distal clamp and flushing water through the proximal connector. A bead of water was observed to leak from the blue valve. Since a fluid was observed to leak from the blue valve, the complaint is confirmed; however, the IFU states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that the drug leaked on y site slowly. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that the drug leaked on y site slowly. No other information was provided.